Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal even and was admitted to the hospital. The patient reported that he became dizzy and then passed out. Review of the device data identified noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Impedance and thresholds measurements were stable . Review of the trended data did not identify any increased impedance measurements. The noise resembled myopotentials which could not be reproduced in an office setting. A boston scientific technical services consultant discussed programming and revision options. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal even and was admitted to the hospital. The patient reported that he became dizzy and then passed out. Review of the device data identified noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Impedance and thresholds measurements were stable . Review of the trended data did not identify any increased impedance measurements. The noise resembled myopotentials which could not be reproduced in an office setting. A boston scientific technical services consultant discussed programming and revision options. No additional adverse patient effects were reported. It was reported that a revision procedure was subsequently performed and the competitive rv lead was removed from service and replaced. No additional adverse patient effects were reported.